Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the connection part was observed. No patient injury reported. It was reported no additional information is available.

Manufacturer narrative:
H3. Device evaluated by manufacturer. And h6. Evaluation codes: updated. Device evaluation: one device was received, without its original packaging in used condition, and decontaminated. A visual inspection noted, the proximal end female luer connector was cracked. The device failed a leak test confirming, the complaint. A root cause could not be determined. However, it is believed the female luer connector became damaged, after the product left the manufacturing facility. A device history record (DHR) review could not be performed, as the lot number was unknown. This failure will continue to be monitored. And further action taken accordingly.